Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2007 that a wallstent biliary stent w/unistep plus was used during a procedure (patient age, gender and weight unknown). According to the complainant, during the procedure "it was not possible to push the guidewire through the catheter." Patient condition is "ok".

Manufacturer narrative:
No consequences or impact to the patient. Resistance, physical. A visual inspection revealed a guidewire restriction in the hub of the returned device. A functional inspection revealed upon dissection of the hub of the stainless steel shaft, a material consistent with dried glue was removed from the hub. After the glue-like material was removed, no further restriction in guidewire movement was noted. The root cause of the guidewire restriction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.